Event description:
Caller reported cartridge alarm 20 during the load process of an insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted in loading a new cartridge, but the alarm recurred, so they decided to replace the pump. The customer was informed to use multiple daily injections as a backup therapy and will receive a pump with updated software. Instructions were provided for managing the transition, and the customer acknowledged the steps required when the replacement pump arrives.